Event description:
Pt with a colon cancer, reported an incident in which the infusion completed 24 hours sooner than expected. Reporter states no pt injury resulted. According to the reporter the pt was on a folfax 6 regime. The device contained an unknown concentration of 5fu, an unknown oncentration of heparin, and 55 dextrose for a total fill volume of 94.5ml.